Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call high blood glucose levels and display anomaly on the insulin pump. Customer¿s blood glucose level was 600 mg/dl. Customer treated their high blood glucose via manual injection. Troubleshooting for display anomaly was performed. Customer advised they changed the battery, however the insulin pump display was solid white. Customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis. Frn-model unknown ¿ reservoir. Infusion set. Unomedical infusion set.

Manufacturer narrative:
Device received with solid white blank display due to broken traces on lcd glass. Unable to verify missing segments or partial display due to display anomaly. Unable to perform functional testing including selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test or displacement test due to display anomaly.